Manufacturer narrative:
(B)(4). Batch # r92003. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no noise issues heard at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, an unexpected beep sound was heard several times during use. The device was washed repeatedly but the same issue continued. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.